Manufacturer narrative:
Eval summary: the product was returned for analysis and damage was observed to the lens. Results from the product history record review indicated the product met release criteria. Additional observations were as follows: lens returned positioned incorrectly. Blood and solution are dried on the lens. One haptic is torn/split/cracked and this haptic tip is broken/torn and not returned. The optic is scratched/marked-rejectable. We are unable to identify a root cause. The lens was damaged upon return. Based upon the investigation findings, the damage to the lens is most likely caused by the customer. Based on the results from the product and batch history record, the product met release criteria. There are no other complaints reported in the lot. Additional info has been requested. (B)(4).

Event description:
A surgeon reported that there were complications during an intraocular lens (iol) implant surgery. The capsule tore and the implanted lens tipped backwards into the vitreous body. The lens was removed and replaced. There was a 15 minute delay in the procedure. Additional info has been requested.